Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#(B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 500mcg/ml at 146.22 via an implantable pump. It was reported that patient had symptom return (increased spasticity). Patient was pregnant in 2023 and that¿s when she noticed her symptoms returning intermittently. No troubleshooting done and oral baclofen as needed. They replaced the catheter and the pump and the issue resolved at the time of this report.

Manufacturer narrative:
Codes on both products were not updated in error on the last report. Please see coding updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Destructive analysis of the pump identified wear on the motor o-ring for gear number three. Visual inspection of the catheter identified there was damage to the transition tubing. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.